Manufacturer narrative:
The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on the 11 june 2013 via email by the polyform distributor ((B)(4)) that they have received a complaint on the 06 june 2013 regarding a polyform product from a pt's legal representative. The complaint states that as a result of the polyform implant (date of implantation is unknown), a pt injury occurred. The pt is identified as "(B)(6)". Her date of birth is unk; her weight and height details are unk. The hospital where the implantation procedure took place is (B)(6) regional healthcare, (B)(6). The physician who treated the pt is doctor (B)(6). A miniarc sling and monarc subfascial hammock were also implanted in the pt, however, no information has been provided regarding either of these devices.